Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump experienced three motor error alarms. Blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. Insulin pump alarm motor error during occlusion test due to faulty force sensor. Motor tested outside device and passed. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case near lcd window corner, stained end cap sticker, stained address and serial number label.